Event description:
Device was used to cut and seal vaginal cuff following abdominal hysterectomy. Three hrs post-surgery, bleeding noted. Returned to surgery two hrs after noted bleeding. Extreme right end of vaginal cuff noted to be open approx 1cm; upon vaginal exam under anesthesia. Sutured closed.